Event description:
Patient reported a right side rupture confirmed via ultrasound and "stress and anxiety". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture

Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional, changed, and/or corrected data: b5, h6.

Event description:
Healthcare professional later reported "lymphadenitis".

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b5, b6, d6b, h.6.the events of capsular contracture and granuloma are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported a right side rupture confirmed via ultrasound and "stress and anxiety". Healthcare professional later reported "lymphadenitis". Later healthcare professional reported "siliconoma axilla", "ruptured" and capsular contracture baker grade iii. Device was explanted and replaced with a non-abbvie device. Device will not be returned.